Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please explain what is meant by, ¿the patient was passed by a recto resection after treatment with radio and chemotherapy.¿ this is not clear. Response: the patient had been treated with radiotherapy and chemotherapy and then the patient was submitted to a procedure called recto resection/excision. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent on which firing did this occur? The analysis results showed that the cs40g device was received in good visual conditions and with a reload loaded in the device. The reload was a received loaded with only 10 staples present, with the washer uncut and with the knife recess below the reload deck. The staples were noted to be protruding; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a recto resection procedure, the patient was passed by a recto resection after treatment with radio and chemotherapy. At the moment of the resection the stapler contour presented the staples exposed, and it made its use impossible. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.